Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot# unknown, product type: lead. Product ID: 3387, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient had a possible infection at the surgical site. Corrective actions included medication added, discontinued or dose changed. Medications included keflex. The event resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0706j, product type: lead. Product ID 3387s-40, lot# va 0706j, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the possible infection was related to the implant procedure and study. The suspected cause was unknown.